Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system controller and user interface pcb assemblies. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed system controller pcb assembly and the reported issue could not be duplicated. Physio further evaluated the removed user interface pcb assembly. It was observed that the one of the domes of the power button switch, dome sw36 was inoperable. However, the other dome, sw37 operated properly. This issue would not contribute to the reported boot issue.

Event description:
The customer, a biomedical engineer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to complete a boot cycle, and continuously attempted to reboot itself. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.